Event description:
Pt complained of painful unstable knee. When opened metallosis present.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.